Event description:
Information received that the brakes would set but would not hold. No injury reported.

Manufacturer narrative:
Technician found that the brakes would set but would not hold installed missing hardware on head end brake assembly to resolve this issue.